Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose was 235 mg/dl. Customer cleared alarm and continued to use the pump for insulin delivery.